Manufacturer narrative:
(B)(4). Analysis of the lead model 3986a, lead# n199172 showed that no anomaly was found. The lead was functionally ok. The distal and proximal ends were intact and undamaged. The continuity was acceptable, with no shorts (dry). Analysis of the lead model 3986a, lot# n246276 showed that no anomaly was found. The distal end was intact and undamaged. The continuity was acceptable, with no shorts (dry).

Event description:
It was reported that the pt's existing system was revised due to inadequate coverage. Two new leads (lot numbers n199172 and n246276) were opened, intraoperatively, and had impedance testing performed. High impedance readings were seen at the neurostimulator site and the lead site. Repeated attempts were made using "various scenarios." Erratic impedances were displayed each time. The leads were not used. Two new leads were used and implanted without further reported incident. The pt's extensions were also removed and replaced during the procedure. The pt recovered without sequela. Additional info was requested but not available as of the date of this report. A follow-up report will be filed if additional info becomes available.